Event description:
It was reported that the patient experienced an 'allergic reaction to baclofen which caused 90 days of amnesia and delirium'. At the time of the report the patient was on clonidine. The pump delivered clonidine. Additional information has been requested; a follow-up report will be sent if information becomes available.

Event description:
Additional information received reported that reported event/'reaction', was in regards to being the 'first person in the world to have baclofen'; however was told at the time of the event that it was not due to baclofen. As reported, it is unclear of when the reaction occurred. Baclofen was notes as being the 'old' drug, and currently the pump contained clonidine. With new information received, the event happened with patient's first pump. This supplemental report was updated to reflect the appropriate pump serial number associated with the event, which was the patient's prior pump, not the current pump.

Event description:
Additional information: the health care provider reported that this was an event that occurred prior to 2005. The patient has not received intrathecal baclofen since.

Event description:
Additional information: it was reported that when the patient was experiencing amnesia delirium, the managing physician sent the patient to a psychiatrist who had the physician turn the pump off. The patient "immediately snapped out of the amnesia delirium". The patient expressed much distress about the managing physician, the pump issues and the amount of money the patient spent on the issues. The patient had asked to get the pump replaced in july and it was not. The patient planned to have the pump replaced but arrangements for the operation had not yet been made.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer. The pump indication for use (IFU) was listed as stroke and intractable spasticity. Approximately 15 years prior, the patient reacted to baclofen and had amnesia for 90 days (event occurred in 2000). The patient started with baclofen 16 years prior and used it for 1.5 years and had amnesia for 90 days. This was considered a sudden change in therapy/symptoms. The drug was removed. Clonidine was placed in the pump 3 years after the reaction to baclofen.

Manufacturer narrative:
Catheter model # 8709, lot # l65385, implanted on: (B)(6) 2000, explanted on: unknown. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that it was now believed that the patient was overdosed on baclofen.